Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken display and was missing a knob. It was also indicated that the upper case was broken, hanger was cracked, encoder shaft was bent, main printed circuit board (pcb) was damaged, and two case screws were contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken display and was missing a knob. The epg was returned for service. There was no patient involvement.